Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2021. H3, h6: visual inspection: the d-02le-medium w/hex-coupl was returned and received at us customer quality (cq). Upon visual inspection, nicks and scratches were observed on the device surface indicating signs of use. There were no signs of any breakages. No other issues were found with the device. Functional test: functional testing of the received device could not be performed at cq as the device was received by itself and the mating device was not returned. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to inaccessibility of internal components without the destruction of the device. Document/specification review: the following drawing(s) was reviewed: - driver assembly hex micro screwdriver medium (current and manufactured to) no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint could not be confirmed for the d-02le-medium w/hex-coupl. No signs of any breakage or product defects were noted. A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint device was not received for investigation. An investigation was performed based on the image a definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 311.006. Lot number: 96p7608. Manufacturing site: tuttlingen. Release to warehouse date: 19-mar-2021. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a bilateral sagittal split osteotomy (bsso), the screwdriver handle came apart during screw insertion. There were no fragments generated. The procedure was completed successfully. There was no patient consequence. This report involves one (1) screwdriver handle with hex coupling-medium. This is report 1 of 1 for (B)(4).